Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: arthroscopic meniscus bucket-handle tear repair and analysis of clinical outcome.

Event description:
It was reported that on literature review "arthroscopic meniscus bucket-handle tear repair and analysis of clinical outcome", after surgery with a fast-fix device a patient experienced slight trauma, which led the original meniscus suture to fail to heal and tear again. A revision surgery was conducted to re-suture the tear. At 17 month-follow up the patient had gone back to pre-operative levels. No further information is available.